Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedance that had been gradually increasing. A calcification was suspected of this lead due to the gradual increase behavior. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedance that had been gradually increasing. A calcification was suspected of this lead due to the gradual increase behavior. The rv lead has been surgically abandoned at this time. No additional adverse patient effects were reported.